Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving an unknown concentration of baclofen at 420 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2018, it was reported that the patient had experienced an infection related to their implanted device. The area or infection was reported to be the patient's pump pocket and spine. The patient was also experiencing fever, redness, and swelling. The infection was confirmed and was considered a sudden change in therapy/symptoms. It was noted that the patient was admitted previously on (B)(6) 2018. A pump explant was planned. No further complications were reported.